Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two episodes were detected as ventricular tachycardia (vt). One episode received anti-tachycardia pacing and the second received high voltage therapy. Review of remote monitor transmission was performed and inappropriate detections were suspected. Additional information obtained reported that the patient was in atrial fibrillation with rapid ventricular response. The patient was seen in clinic and reprogramming was performed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.